Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ uterus/migration'), device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy birth ¿ complication: born with birth defects') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), alopecia ("hair loss"), headache ("headaches"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), tooth disorder ("dental problems"), peripheral swelling ("swollen finger") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) and hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, migraine, alopecia, weight increased, headache, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, bladder disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, peripheral swelling and nausea outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: on (B)(6) 2009, on (B)(6) 2009 received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. She had experienced pregnancy birth-complication: born with birth defects for which child case: (B)(4) was created. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results of confirmation test - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: add the following - upon internal review it was found that this case was duplicate of case no. (B)(4). Therefore, this case was marked for deletion. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ uterus/migration'), device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy birth ¿ complication: born with birth defects') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), alopecia ("hair loss"), headache ("headaches"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), tooth disorder ("dental problems"), peripheral swelling ("swollen finger") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) and hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, migraine, alopecia, weight increased, headache, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, bladder disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, peripheral swelling and nausea outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-2019-177737). The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009 received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. She had experienced pregnancy birth-complication: born with birth defects for which child case: 2019-177737 was created. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results of confirmation test - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ uterus/migration'), device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy birth ¿ complication: born with birth defects') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), alopecia ("hair loss"), headache ("headaches"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), tooth disorder ("dental problems"), peripheral swelling ("swollen finger") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) and hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, migraine, alopecia, weight increased, headache, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, bladder disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, peripheral swelling and nausea outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009 received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. She had experienced pregnancy birth-complication: born with birth defects for which child case: (B)(4) was created. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results of confirmation test - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Following events ¿device breakage, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), bladder problems, hormonal changes, bladder infection, uti (urinary tract infection), vaginal infection, vaginal discharge, fatigue, gi (gastrointestinal), dental problems and swollen finger¿ were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ uterus/migration'), pregnancy with contraceptive device ('pregnancy birth complication') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), alopecia ("hair loss"), headache ("headaches") and back pain ("back pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pregnancy with contraceptive device, migraine, alopecia, weight increased and headache outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009 received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: results of confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - dysmenorrhea (cramping), abdominal pain, back pain, general abnormal bleeding, pregnancy birth ¿ complication, perforation ¿ uterus, migraine, hair loss, weight gain, headaches were added. Outcome of event dysmenorrhea (cramping), abdominal pain, back pain, general abnormal bleeding, pelvic pain were added as recovered/resolved. Patient demography was added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.